Event description:
It was reported that the patient observed a "call your doctor" icon with an elective replacement indicator (eri) seen on their programmer component of their implantable neurostimulator (ins). The eri was noted to have been seen for a "couple months". In addition, the patient stated that she was on medications due to 6 surgeries in the last 2 to 3 months but it was unclear if the surgeries were related to the ins system. Also, the patient reported they became "septic and infected" but noted that this had nothing to do with their ins device. The patient had an appointment with the company representative on (B)(6) 2012. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# va005rz, implanted: 2012 (B)(6), product type lead product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3708220 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).